Event description:
Reference medwatch 1219856-2008-00387 for the first event involving same patient. It was reported that a second intra-aortic balloon (iab) was prepped and while being inserted into the sheath the iab became stuck. The sheath and the iab were removed as one unit. Reference medwatch 1219856-2008-00398 for the third event involving the same patient.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.